Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for holes in the tubing with the incident lot was not observed as all product specifications were met. Visual inspection was conducted, and no holes, kinks, splits, or wrinkles in the tubing were observed. Additionally, submerged leak testing was conducted on the samples, and no leakage was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for holes in the tubing with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® winged safety pbbcs with tubing and luer adapter leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.